Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented in clinic experiencing syncope. Upon interrogation, the pulse generator exhibited ventricular oversensing. The device sensitivity was decreased. The patient would continue to be monitored.

Event description:
New information indicated the patient continued to experience syncopal events. The device was explanted and replaced on (B)(6) 2015.